Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the catheter on the second day after placement.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual inspection noted one temperature sensing catheter attached to a meter bag was received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The drainage lumen was flushed and no leaks were found. This meets specifications due to balloon fill being complete with no holes or tears. This meets specifications as no holes or damage being found on the shaft during testing. Active length of the catheter balloon was measured (0.6800") and found to be within specification (0.60" - 0.90"). A review of the device history record was not required due to the reported event being unconfirmed. Therefore, no additional action is required at this time. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter. [Intended use & effect- efficacy] the device combines a disposable catheter that is designed to be placed in the bladder for the purpose of urinary drainage and a urine drainage bag. [Directions for use] 1. Method of use: 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use: 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. 3) put on sterile gloves. Open tray and place it on the wrapping paper. 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. 6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. 9) when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from the catheter on the second day after placement.